Manufacturer narrative:
Concomitant medical product: ddbb2d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and did not sense the r-wave. Follow up indicated that the t-wave oversensing (twos) had led to inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed. No further patient complications have been reported as a result of this event.